Manufacturer narrative:
Investigation: three photos were received and evaluated. One photo shows a red circle and an arrow displaying a foreign matter particle in a fluid bag. One photo shows the same foreign matter particle on grid paper with an inch ruler for size reference. One photo shows a magnified view of the foreign matter particle on the grid paper with a 500-micron scale for reference. It appears the particle is approximately 1750 microns in length. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The lab report received indicated the particle was identified to a piece of wood. At the time the batch was made wood pallets were confirmed to be in the manufacturing area. Potential root cause for the foreign matter defect is associated with the wooden pallets used for transporting product. Particles can fall off the pallets during use. Since this batch was made the wooden pallets from the 3, 5 and 10ml manufacturing lines have been removed.

Event description:
It was reported that a bd syringe luer-lok¿ tip had particulate found inside the cryrobag after completion of the manufacturing process. "The particulate was isolated (destroying the final product) and sent to a 3rd party lab for testing, which identified the particulate as a ¿woody plant-like, but not cardboard¿ material."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd syringe luer-lok¿ tip had particulate found inside the cryrobag after completion of the manufacturing process. "The particulate was isolated (destroying the final product) and sent to a 3rd party lab for testing, which identified the particulate as a ¿woody plant-like, but not cardboard¿ material."